Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies compared to the patient's blood glucose meter on (B)(6) 2013. The patient's mother reported insertion in arm, the device is not indicated for insertion in arm. At the time of the call to dexcom technical support, the patient's mother did not report any medical intervention or injuries. The device is not indicated for use in pediatric patients.